Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 141 mg/dl. The customer stated that the insulin pump may have been exposed to sweat. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. However unit had intermittent button response due to moisture damage on keypad traces. No moisture damage on electronics noted. Pump received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip.